Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that drawer will not function correctly. A field service engineer removed the back panel and discovered several items, including a foil tablet and a large drug insert, located above the 3.2 area. These items may have been obstructing the sensors. After removing them, the engineer inspected the leds on all the boards for drawer 3, and found them to be functioning normally. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system station drawer not function correctly. A customer indicated that the user encountered a delay in the dispensing workflow as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.